Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap nissen. According to the reporter: after toggling the needle through the tissue, the tissue got stuck around needle so that the needle couldn't be pulled out of the tissue on other side. This happened multiple times with 2 devices. In trying to get needle disengaged from tissue, the stomach was torn and had to be repaired. Free suturing of remainder of wrap was used to complete the case. The case was delayed more than 30 minutes. No bleeding reported.